Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material no: unknown batch no: unknown; insertion (B)(6) 2025, removal (B)(6) 2025. It was reported that clinician encountered occlusion while using bd arterial cannula for arterial pressure monitoring and serial arterial blood gas determinations. Verbatim: clinician experienced: occlusion no; the complications have not been reported to bd resulted in removal of the bd arterial cannula yes, the bd arterial cannula was replaced following removal

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.